Event description:
The caller stated that they had a patient with a nevro device that could not be scanned as they had not been using the ins. The patient had to have a software update to their system so a rep met with the patient to reset the device. The caller indicated that this occurred last week. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".